Event description:
Customer reported a button error alarm. The blood glucose reading is 147 mg/dl. The insulin pump will be replaced. Nothing further reported

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had a cracked display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.